Manufacturer narrative:
A sample was not received for evaluation. The device history record for the affected lot was reviewed. A deviation was found but should be in no relation to the complaint. No abnormalities which could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A root cause cannot be ascertained because the damage cannot be confirmed without receiving a sample for investigation. The sample is not available for investigation therefore, damage cannot be confirmed and a root cause cannot be identified. The possible issue was investigated within deviation (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that the forceps tip became locked in the closed position during a pars plana vitrectomy and membrane peel procedure. An alternate forceps was obtained in order to successfully complete the procedure. There was no impact to the patient.

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found in the production documentation and the sample was released according to acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A 100% final inspection is performed for this product. A root cause has not been identified. The root cause will be stated when the sample has been analyzed. No further actions have been taken at this time. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic forceps device became locked when used during surgery then the tips would not open. Patient impact information is unknown. Additional information has been requested.